Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported, that the device was heating up during a procedure. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.